Event description:
It was reported that this right ventricular (rv) lead warranted additional lead placement due to noted pauses and increasing thresholds on ventricular lead. A new rv lead was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).